Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement, probably caused by device being poorly sutured and it slid from the pocket of the patient to the breast. No additional adverse patient effects were reported. Product remains in service.